Manufacturer narrative:
The unit was repaired by hospital biomed staff. No parts were returned to ge healthcare for investigation.

Event description:
The hospital reported that, during a case while moving the anesthesia machine, the front right caster broke off. Anesthesia machine function was not affected. Hospital staff reportedly wedged a step stool under the machine and was able to get the caster back under the base. The case continued with no further reported complaint. There was no impact to the patient or staff. Following the case, staff reportedly rolled the machine out of the operating room, and the caster broke off. The anesthesia machine fell to the floor. There was no impact to the staff.